Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission 07/19/2017. The device has been returned and evaluated by product analysis on 06/23/2017 with the following findings. The pump's black box and alarm history showed multiple slave communication failure alarms. The pump was able to perform the prime steps with no issues. No intermittent connection was found to the pump's internal components.